Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an intermittent connection issue was confirmed. The returned system controller (serial number (B)(4)) was functionally tested and was found to intermittently communicate and not communicate with the system monitor. However, the issue did not prevent the controller from appropriately operating a pump throughout testing. A log file was retrieved when a connection was established. The log file extracted from the system controller did not contain any meaningful information related to the controller¿s connection issue. No atypical events occurred throughout the log file. The system controller¿s power cables were replaced with test power cables, however the intermittent issue still occurred. Resistance and insulation tests were performed on the controller¿s original cables and no atypical results were observed. The controller was inspected at a component level. The controller's receiving and transmitting components were tested and no atypical results were observed. All components were observed to be within typical specifications throughout the troubleshooting procedure and a root cause for the intermittent connection issue was unable to be determined. This out-of-box issue regarding communication between the hm3 system controller and the system monitor will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Uf/importer report # (B)(4). The issue occurred on first attempted use of system controller no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on: (B)(6) 2019. It was reported that on (B)(6) 2019 the system controller was unable to send data to the system monitor screen. The system monitor was switched out but the issue was not resolved. The system controller was exchanged and the problem stopped. The event occurred in the or after opening and using the system controller. This continued to happen several times. No further information was provided.